Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild tortuosity, no calcification, and 85% stenosed. A 1.50x15mm rx mini trek balloon dilatation catheter (bdc) was advanced without resistance and attempted to be inflated; however, it was noticed that pressure was not rising pass 2 atmospheres. The bdc was simply withdrawn from the patient anatomy without issue and once outside of the patient the balloon was noted to have a perforation (rupture) that prevented the balloon from inflating. Reportedly, the device was soaked and air aspiration was performed prior to use in the anatomy. There were no issues or leaks noted during preparation. A 1.5x15 mm non-abbott balloon catheter was used to continue the procedure and a non-abbott stent was implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.